Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item number: 00620005821, item name: shell porous without holes 58 mm o.d., lot #: 63663776; item number: unknown, item name: unknown head, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown; item number: unknown, item name: unknown stem, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the liner would not seat during impaction. It was noted that the ring on the liner was damaged. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the products identified witness marks on the liner's boss indicating an off-axis impaction. Damage and witness marks were observed on the backside of the liner. Scratches and nicks were observed on the circumference of the shell. The locking ring was bent. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. The returned product had witness marks on the polar boss indicating off-axis impaction, which would most likely be the root cause for the liner not seating in the cup. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.